Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant, this patient exhibited chest pain. A check revealed the right ventricular (rv) lead had perforated the heart's tissue. A surgical revision was performed and this right atrial (ra) lead was repositioned along the rv lead to solve the issue. The lead remains in service. No adverse patient effects were reported.